Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention and returned devices from the reported lot number. Retention and returned devices were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as both retention and returned devices performed as expected during in-house testing. This test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2018: patient came to the facility to change the type of birth control she uses. Patient was previously on birth control (tri-sprintec) but had not taken it for approximately a month. Patient arrived at facility for a late evening appointment. A urine specimen was collected at 8:18 pm and tested on the henry schein one step dipstick 3x. All three tests resulted in a "faint positive." Customer believes the same urine sample was used for all three tests but could not confirm as she was not in office at the time the tests were performed. They positive results were unexpected because the patient never had intercourse previously. (B)(6) 2018: confirmatory testing was performed, and result was negative (unable to provide exact result). The same urine sample from (B)(6) 2018 was stored refrigerated and tested on (B)(6) 2018 at 10 am using the same lot as well as an alternate, unspecified lot number. The results were negative, as expected. From the negative confirmatory test result, and after observing the expected negative dipstick results, the patient's birth control prescription was changed to another type of birth control (tri-previsen). Customer does not know why the brand of pill was changed. Customer confirmed there was no adverse patient outcomes reported. No treatment was provided or withheld do to the questionable positive alere result. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi). Technical services specialist informed customer per the pi: this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. A first morning urine specimen is preferred. Urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Allow the urine specimen to equilibrate to room temperature (15-30°c/59-86°f) prior to testing. Ensure the test strip is immersed vertically in the urine specimen for at least 5 seconds. Ensure the max line is not passed when immersing the strip. Read the result at 3-4 minutes. Do not interpret results after the appropriate read time. It is important that the background is clear before the result is read. The intensity of the red color in the test line region (t) will vary depending on the concentration of hcg present in the specimen.